Manufacturer narrative:
Bd received 1 photo from the customer in support of this complaint. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube label. As no customer samples were received, the investigation was limited. Additionally, 10 retention samples from the bd inventory were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood. This event affected 15 tubes. The following information was provided by the initial reporter. The customer stated: there has been "sample rejection of tubes since they don't reach the 2ml mark, they fill under 20% shorter than the mark. Since february 6 approximately 15 tubes have been rejected. All from same batch, both impatient and outpatients' locations affected.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood. This event affected 15 tubes. The following information was provided by the initial reporter. The customer stated: there has been "sample rejection of tubes since they don't reach the 2ml mark, they fill under 20% shorter than the mark. Since february 6 approximately 15 tubes have been rejected. All from same batch, both impatient and outpatients' locations affected."